Manufacturer narrative:
Batch review performed on 9-dec-2019. Lot 1902319: 100 items manufactured and released on 05-jul-2019. Expiration date: 2024-06-24. No anomalies found related to the problem. To date, 79 items of the same lot have been already sold without any other similar reported event.

Event description:
5 days post-op patient presented with acetabular fracture of the medial wall causing the cup loosening. All implants were revised. There is no definitive reason for the fracture.